Event description:
The stimulation was intermittent for about four months or so. At first, the pt thought it was positional. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).